Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown intrathecal medication via an implanted pump. The physician has had three to four motor stalls. The date of the event was unknown. Patient and device information, specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Event description:
On 2015-11-04 additional information was received from a company representative reported the physician had a few patients with motor stalls.